Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on this right atrial (ra) lead. The physician suspects this ra lead is fracture and the patient exhibited stimulation on unipolar configuration. This ctr-p system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. The physician suspects the ra lead is fracture and the patient exhibited stimulation on unipolar configuration. Additionally, there were atrial tachy response (atr) due to noisy signals oversensing. The system was reprogrammed and the plan is to monitor and eventually performing a venogram and new implant system. This ctr-p system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) due to high impedances out of range on the right atrial (ra) lead. The physician suspects the ra lead is fracture and the patient exhibited stimulation on unipolar configuration. Additionally, there were atrial tachy response (atr) due to noisy signals oversensing. The system was reprogrammed and the plan is to monitor and eventually performing a venogram and new implant system. This ra lead was surgically abandoned and replaced due to fracture. No additional adverse patient effects were reported.